Manufacturer narrative:
Study event. The rx accunet referenced in d11 is being reported under MFR report# 3004742046-2006-00426.

Event description:
Device malfunction: none. Symptoms/ae: left hand movement difficulties and weakness, non-responsive verbally for 2-3 mins, left sided facial droop. Time of symptoms: after the procedure. It was reported that immediately following the pta/stenting of the ric, the pt had neurological deficit with symptoms of left hand movement difficulties and weakness, unresponsive verbally for 2 to 3 mins and left sided facial droop. The symptoms were reported to be improving after five hrs and the pt was discharged the same day. Additional info indicated that the condition completely resolved by 08-12-2006. No additional info available. Study event.